Event description:
On (B)(6) 2009, the patient was operated at the l2 and l5 levels, undergoing a spinal fusion and disectomy, using instrumentation and inserting a lumbar cage. Reportedly, rhbmp-2/acs was used in the surgery. After her surgery, the patient experienced low pain that was much worse than the pain she had experienced prior to surgery. The patient is on too much pain medication to function properly at work.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a posterior approach spine surgery and discectomy-- multiple level, t spine with peek cage at l2¿5. During this surgery rhbmp-2/acs was used. Sometime postop, the patient experienced severe pain. The patient continued treating with the surgeon and had physical therapy. The patient continued treating with the surgeon (B)(6) 2011.